Event description:
During a laparoscopic gastric bypass procedure, the staple line was not complete on the distal end. Upon examination of the reload, the distal portion of the orange drivers was not pushed through the cartridge. There was no patient consequence.